Event description:
It was reported that the pulse generator exhibited no output shortly after implant. The device was explanted and replaced the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.